Event description:
The 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the error code in memory. The cse replaced the expiratory pressure transducer and the ai pcb. The unit passed extended self testing.